Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the complaint was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the xenon light source to the service center for evaluation related to the narrowband imaging (nbi) not coming on. During testing, the repair center technician found corrosion in the socket tubing and that the light output was outside specifications. There was no patient involvement.